Manufacturer narrative:
Dc bead lumi (with doxorubicin) was reported to have been used in the treatment of this patient. The equivalent product lc bead lumi is available in the USA and is indicated for the treatment of hypervascular tumors and arteriovenous malformations (avm). Btg medical assessment: hemoperitoneum is a very rare (less than 1% of occurrence) and serious complication of tace. The event is related to the embolic effect of the device, which has been responsible of tumor rupture as a consequence of necrosis. Large tumor size, male sex, and exophytic growth of tumor are predisposing factors for rupture, and were present in this case. Battula n et al ruptured hepatocellular carcinoma following chemoembolization: a western experience. Hepatobiliary pancreat dis int. 2007 ; 6 :49-51. Vessel or lesion rupture and haemorrhage are serious anticipated adverse events related to the administration of deb-tace. However the predisposing factors for rupture i.e. Large tumor size, male sex, and exophytic growth of tumor; the amount of beads administered (4 ml) and the sub-capsular location of the tumor should all be taken into consideration. Necrosis is listed as a warning of the administration of deb-tace with doxorubicin and could also be a consequence of over efficacy due to the amount of beads administered. Hemoperitoneum is a sequelae of necrosis leading to haemorrhage of the tumor. The batch number was received and a batch manufacturing review was performed of the following: certificate of conformity. Certificate of analysis. 100% qc visual inspection. Quality events and change controls. Review of these records confirmed that the batch was manufactured in accordance with the approved procedures. In the 100% qc visual inspection, (B)(4) vials were identified with visual defects. All of the (B)(4) vials that did not meet release specification were rejected. There were four deviations associated with this batch - the impact assessment concluded no impact on the batch from these deviations. Conclusion of the review of batch documentation did not find any discrepancies or issues in the manufacturing or testing processes that would result in this complaint. As a result of the manufacturer's investigation and its conclusions; no remedial action/corrective action/preventive action is required. No product malfunction/deficiency has been identified. The device remains implanted in the patient and consequently cannot be returned to the manufacturer for evaluation, no further investigation is possible.

Event description:
Doctor reported: (B)(6) year old patient with multifocal hcc, underwent selective tace with lumi m1 beads of a 12 x 10 cm subcapsular lesion in segment 5-6; on (B)(6) 2017. Administered dose 150 mg of doxorubicin. On (B)(6) 2017 the patient presented with hemoperitoneum with active haemorrhage (seeing on same day mdct) located at the interface between the tumor and an area localized liver infarction (at the tip of the liver). The bleeding area was selectively embolized with gelfoam on (B)(6) 2017. Post embolization was uneventful and the patient went back home on (B)(6) 2017. Post embolization was uneventful and the patient went back home four days later. Follow-up information received: "evolution of localized necrosis of the liver requiring an emergency recovery with embolization of a hemoperitoneum".